Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air/water-tube and air/water-cylinder had foreign objects. Based on the results of the investigation, a root cause could not be identified. The findings do not lead to a clear conclusion about the cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the duodenovideoscope could not be reprocessed. The issue was found during reprocessing. There were no reports of patient involvement.